Event description:
The facility reported an infusion pump with channel c was not working. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:evaluation was performed and the condition was confirmed. Failure code 814:04 on channel c was found in the event history of the device. Inspection of the pump revealed failure code 814:04 was due to damaged connector on channel c pump head module printer circuit board (phm pcb) for air in line printer circuit board (ail pcb). The pump head module on channel c was replaced. The pump was tested for proper operation and pump found to function properly. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.